Event description:
Device malfunction: none. Symptoms/ae: isr, stroke, tia, amaurosis fugax. Time of ae: after the procedure. The following event was noted through a periodic article review. A study was performed to evaluate the ultrasound criteria for severe in-stent restenosis (isr) following carotid artery stenting (cas) within 282 consecutive procedures in 256 patients. Eighteen isr were confirmed by angiogram being greater than 70% in some patients. Among the significant isr, two lesions caused strokes, one was associated with transient ischemic attack (tia) and one led to amaurosis fugax. All patients underwent endovascular reinterventions, consisting of angioplasty and one patient required an additional stent placement. The average time interval of reintervention from the initial cas procedure was 11 months. The mean carotid artery stenosis decreased from 88% to 16% after reintervention. No procedural related complications were noted following isr interventions. The article does not correlate the reported patient outcomes to a specific stent system and no device malfunctions were described. The abbott and competitor stents and epds were provided and it is believed that they were used as systems for the cas procedures. Though requested, no additional information was available.

Manufacturer narrative:
This report involves a study noted in an article. No devices were available for analysis. The part and lot numbers were not identified; therefore, a device history record review could not be performed. Attachment: wei zhou, md, peter h. Lin, md, panagiotos kougias, md, hosam f. El-sayed, md, alan b lumsden, md; titled: "ultrasound criteria for severe in-stent restenosis following carotid artery stenting." Journal of vascular surgery 2008; 47:74-80.